Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor detachment of the adc device after day 2 of wear. As a result, the customer experienced shaking and had a loss of consciousness and was provided chocolate by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.